Event description:
Per the clinic, device was explanted due to a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2012.